Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a few bubbles that were 1/16 in diameter in the cartridge pigtail. Customer's blood glucose (bg) levels were elevated at >250 mg/dl, and were treated by administering pump boluses. Tandem technical support reviewed the load process with the customer.